Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son dropped his insulin pump and damaged it. The patient's blood glucose at the time of incident was 281 mg/dl; the patient also had an earlier blood glucose of 51 mg/dl, which he treated with orange juice and cereal. Troubleshooting was initiated and the mother stated that there was a partial display and that the drive support cap was flush. The insulin pump is eligible for replacement but will not be returned or replaced since the customer already had a new insulin pump available for use.